Manufacturer narrative:
Per the clinic, the revision surgery was performed under general anaesthesia on (B)(6) 2023. This report is submitted on september 15, 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery (date not reported) for soft tissue reduction due to poor magnet retention. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 07, 2023.